Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer event codes were derived based on information documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility representative. (B)(4). The foreign distributor evaluated the device and identified a faulty main board as the most likely cause in this alleged event. The foreign distributor was shipped a replacement main board to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of january 19, 2015 the alleged faulty main board has not been received. Should the alleged faulty main board be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "No patient involvement. Problem: when we switch on the machine it is not ventilating and turbine is not rotating getting xdcr fault in red also a motor fault. Action taken and observation: when the machine is switched on it is not getting ventilation and the turbine is not rotating so I have done the leak test is failed I have cross checked everything next we do the transducer test the turbine differential transducer is failed so I have confirmed that mother board must replace."